Manufacturer narrative:
No sample has been returned for evaluation for the report of stent failure to deploy; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to evaluate the case. The device applier concerned was discarded; therefore, there is no way to assess whether the event occurred due to user error or device failure. Device system labeling provides clear instruction regarding micro-stent intraoperative positioning and deployment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a glaucoma filtration device implant procedure, the device was reported as faulty. When pressing the posterior end of the rocker switch to release the implant, there was no obvious click but a softer feeling without release of the implant. Additional information requested.